Manufacturer narrative:
A.4 is unknown. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during a percutaneous cardiac intervention to the left anterior descending coronary artery (lad). It was reported that the patient was admitted to the hospital hypotensive and was found to have culprit lesion in the proximal lad. After a successful procedure, the patient was admitted to the intensive care unit (ICU) for recovery. After the patient was transferred to the ICU, it was noted there was oozing at the impella access site. The decision was made to remove the impella cp to achieve hemostasis. Upon removal, the patient was hypotensive and required two units of blood cells to be transfused. No further information was available on patient outcome.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned for investigation. Major bleeding: bleeding from the access site after transfer to ICU and attempted to angle match. Manual pressure but the hemostasis was not achieved. The cause of the bleeding is determined to be use issue because the oozing occurred after the patient movement to ICU and hemostasis was achieved by removal of impella. Hypotension: the cause of the clinical symptom was not determined due to insufficient clinical details. Device lot: 1865629. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.